Event description:
The customer received a blood glucose reading of 438mg/dl on the contour meter, re-tested on a different meter and the reading was 64mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A new kit was sent to the customer.